Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate was decreased until 0.5l while neonate cooling pad was used. Alarm 113 (reduced water temperature control) occurred. Increasing flow rate was confirmed after replaced an arctic sun device. But flow rate was more than 3.0l at flow test. It could not identify the cause of the low flow rate, so the device and cooling pad would be checked. Per review of wo on 25mar2025, device was used on patient and there was no patient injury report. Per follow up information received via mail on 25mar2025, the device would be sent to imi. Issue was not resolved yet.

Event description:
It was reported that the flow rate was decreased until 0.5l while neonate cooling pad was used. Alarm 113 (reduced water temperature control) occurred. Increasing flow rate was confirmed after replaced an arctic sun device. But flow rate was more than 3.0l at flow test. It could not identify the cause of the low flow rate, so the device and cooling pad would be checked. Per review of wo on 25mar2025, device was used on patient and there was no patient injury report. Per follow up information received via mail on 25mar2025, the device would be sent to imi. Issue was not resolved yet.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d,g,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.